Event description:
It was reported that customer is experiencing high blood glucose levels. Customer's blood glucose reading was 440mg/dl. Customer threw up on the phone. Customer stated that she was at the doctor's office and would be going to the emergency room next. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.